Event description:
I bought a soclean machine. I then noticed I was coughing with my CPAP at night. I also noticed that the mask had black marks that I could not wash off. I now have a new CPAP machine that doesn't use the black foam. I don't cough as much, but still do on occasion and have to sleep with a cough drop. I do not use my soclean machine. FDA safety report ID # (B)(4).